Event description:
It was reported that the patient got urinary tract infection two weeks after using the purewick female external catheter and had to take antibiotics for 2 weeks. It was also stated that the urinary tract infection came back after a month. It was noted that the patient had been using the purewick products for more than 90 days. Per follow up information received via phone on (B)(6) 2022, patient stated that they got urinary tract infections frequently but did not have to go to the hospital for any of them. And stated that the doctor prescribed the patient to take antibiotics and switches the antibiotics up frequently. Also stated that the doctor was going to prescribe an ongoing medicine for urinary tract infections and patient was still using the purewick female external catheter and was in close contact with the doctor to address infections early on. Per follow up information received on (B)(6) 2022, patient had been taking prescribed antibiotics each time when the patient got a urinary tract infection. The patient got them so frequently though, that the doctor was now going to start on a daily prescription medicine for the urinary tract infections. Patient was not able to name any of the prescribed antibiotics that they had taken.

Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. A potential root cause could be due to "inadequate material selection - materials of construction are not biocompatible". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "¿ discontinue use if an allergic reaction occurs. Precautions: ¿ always assess skin for compromise and perform perineal care prior to placement of a new purewick tm female external catheter. Recommendations: ¿ assess device placement and patient¿s skin at least every 2 hours. ¿ replace the purewick tm female external catheter every 8-12 hours or when soiled with feces or blood." The device was not returned.

Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. A potential root cause could be due to "inadequate material selection - materials of construction are not biocompatible". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "discontinue use if an allergic reaction occurs. Precautions: always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter. Recommendations: assess device placement and patient¿s skin at least every 2 hours. Replace the purewicktm female external catheter every 8-12 hours or when soiled with feces or blood" h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient got urinary tract infection two weeks after using the purewick female external catheter and had to take antibiotics for 2 weeks. It was also stated that the urinary tract infection came back after a month. It was noted that the patient had been using the purewick products for more than 90 days.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient got urinary tract infection two weeks after using the purewick female external catheter and had to take antibiotics for 2 weeks. It was also stated that the urinary tract infection came back after a month. It was noted that the patient had been using the purewick products for more than 90 days.